Manufacturer narrative:
Additional information : manufacturer narrative. Root cause : the root cause for the reported issue of an channel and communication error was not determined because no products or device logs were returned.

Event description:
It was reported that approximately 20 to 30 minutes into an infusion running critical medications like pressors, the devices alarmed and displayed channel error and communication error. The clinician reported that the error code was something like ¿13-1033¿ but could not recall the full error code number at the time of the interview. Per the clinician it caused a delay in care of approximately 5 to 7 minutes. Due to the event, the patient¿s blood pressure dropped to the 40¿s-50¿s. The patient reportedly tolerated the blood pressure change and did not require any additional medications. Once the new IV set up was running the patient¿s blood pressure recovered. The event occurred in cvicu. This was reported to bd representatives during their site visit.

Event description:
It was reported that approximately 20 to 30 minutes into an infusion running critical medications like pressors, the devices alarmed and displayed channel error and communication error. The clinician reported that the error code was something like ¿13-1033¿ but could not recall the full error code number at the time of the interview. Per the clinician it caused a delay in care of approximately 5 to 7 minutes. Due to the event, the patient¿s blood pressure dropped to the 40¿s-50¿s. The patient reportedly tolerated the blood pressure change and did not require any additional medications. Once the new IV set up was running the patient¿s blood pressure recovered. The event occurred in cvicu. This was reported to bd representatives during their site visit.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.